Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that there were two catheter sheath cracks. This report addresses both devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter sheath crack is confirmed; however, the exact cause is unknown. Two photographs of two separate microintroducer sheaths were returned for evaluation. Visual observation of the photographs shows two assembled microintroducers. Upon observation, the sheath was observed to be split at the distal tip of both samples. No other damage can be discerned from the photographs. There were no distinguishing features evident in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.